Manufacturer narrative:
Product analysis :analysis determined that the external pulse generator (epg)'s output connector assembly was cracked. It was noted that the hanger assembly was cracked. It was further noted that a capacitor on the main printed circuit board (pcb), lower case and main seal were damaged. Additionally, it was noted that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturers analysis. There was no patient involvement.